Event description:
It was reported that advancement difficulty occurred. The stenosed target lesion was located in the below the knee vessel, a 300cm, 8cm v-18 control wire was selected for use. During the procedure, the product was inserted into the catheter, however, the coil was interrupted. The procedure was canceled. There were no patient complications as a result of this event.

Manufacturer narrative:
Device eval by MFR: the device was returned for evaluation in a generic plastic bag. Overall visual inspection revealed no damage or evidence that could have been introduced or obscured by the decontamination process. One v-18 control wire was received for analysis. The distal tip and the remainder of the guidewire were found to be in good condition. No coating delamination, kinks, or bends were observed. Overall, no abnormalities were identified with the returned device.

Event description:
It was reported that advancement difficulty occurred. The stenosed target lesion was located in the below the knee vessel, a 300cm, 8cm v-18 control wire was selected for use. During the procedure, the product was inserted into the catheter, however, the coil was interrupted. The procedure was canceled. There were no patient complications as a result of this event.